Event description:
It was reported the patient's log files were submitted for review after the patient was admitted. The patient had a history of recurrent gastrointestinal (gi) bleeds (MFR# 2916596-2024-05326 and MFR# 2916596-2024-02685) and was hospitalized again due to concern for gi bleed. The patient required scoping and numerous blood transfusions. The patient also experienced respiratory decompensation and had struggles with extubating. The patient decided to pursue a hospice/palliation route and requested that aggressive measures not be taken by the left ventricular assist device (lvad) team. Following review of the submitted log files by tech services, it appeared there were clusters of low flow hazard events between 19aug2024 and 20aug2024. The flow readings did not appear to be the result of any external equipment malfunction. The log files also appeared to contain set speed changes and clusters of pulsatility index (pi) events. There appeared to be no other unusual events in the log file event history and the mechanical circulatory support (mcs) equipment appeared to operate as intended.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained transient low flow events from (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding and respiratory failure as adverse events that may be associated with the use of the hm ii lvas. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.